Manufacturer narrative:
The subject device was returned to the olympus for evaluation and the customers reported problem was confirmed, the objective lens at the distal end of the telescope was found damaged. Due to lens damage, the image is defective, has a reflection. Device history records: the manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed the customer autoclavable rigid telescope has, ¿cracked lens¿. The customer reported the telescope is unused and the problem was found during inspection before use. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the lens damage and image failure was due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.